Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Update to section h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that since the reported problem was resolved upon cleaning the scope pin, the likely cause was the user connecting the scope connector to the light source without sufficiently drying the contact or foreign substances (such as chemical residue, sebum staining, dust, gauze sparing) were present on the electrical contact. As stated in the instructions for use, as a preventive measure, "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction."

Manufacturer narrative:
In communication with the reporter, it was learned the issue was resolved upon cleaning the scope contacts. There was no problem found with the subject device in troubleshooting the issue with olympus technical support.

Event description:
A user facility reported to olympus that the cv-190 generated b30 and e216 errors. There was no delay in the procedure in which the subject device was used. The intended procedure was not completed. There was no patient injury or harm associated with the reported problem.